Event description:
It was reported to nova biomedical, that a consumer received a blood glucose reading of 527 mg/dl on his blood glucose meter, followed by another reading an hour later of 498 mg/dl. He administered insulin based on those readings and subsequently drove his car and was in a car accident. When the emts took his blood sugar, they received a reading of 38 mg/dl on a different brand of meter. According to the consumer, his blood glucose meter still gave a reading of 440 mg/dl. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.